Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to detect on bus. The field service engineer (fse) opened the back panel and found the pixie bus cable disconnected from the module control board. The cable was reinstalled, and the station was restarted. After resolving a locked cfn admin account with assistance from the lead technician, the fse successfully logged in and accessed the hardware testing application (hta). The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.